Manufacturer narrative:
Alleged failure: debakey insert broke intraoperatively the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the device broke during procedure. Additional information confirmed that the pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the device broke during procedure. Additional information confirmed that the pieces were retrieved.